Manufacturer narrative:
Customer complaints of premature battery depletion and failure to sense were not confirmed. Device was received at normal battery operation levels. Analysis performed, including thermal, mechanical testing, as well as sensitivity and automated electrical testing, indicated that the device exhibited normal characteristics with no anomalies, and battery voltage was still in normal range of operation. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During implant procedure, it was noted there was a loss of sensing and suspected premature battery depletion. Technical support was contacted and recommended a device exchange. The device was explanted and replaced to resolve the issue. The patient was stable.